Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the peripheral artery. A peripheral opticross 18 imaging catheter was selected for intravascular ultrasound examination. During the procedure, when pullback was initiated after the catheter had been delivered to the distal end of the area of interest, the catheter wrapped around the guidewire and kinked at the mid shaft. The physician was able to remove the guidewire and the catheter intact, and the procedure was completed with another of the same device. The patient fully recovered, and no patient complications were reported.